Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the guidewire nitinol was found separated at approximately 6.0 cm from its distal section and approximately 90 cm from its distal tip. The guidewire nitinol section and platinum coil were slightly stretched on the separated site. Blood and discoloration were found on the guidewire middle nitinol section. There were white bubble clumps that appeared to be due to excessive coating on the guidewire nitinol, proximal and distal to the separated sections. The guidewire polytetrafluoroethylene (ptfe) coating was scraped at approximately 14.0 cm from its proximal end and compressed with the torque device collet and/or the introducer. No anomalies were found with the hydrophilic coating. The guidewire was separated on its nitinol section; therefore, functional testing could not be performed to confirm the as reported events 'nv - guidewire difficult to advance '. Based on the additional information provided by the customer, the patient¿s anatomy was a little tortuous. The damages noted on the guidewire was most likely caused by the procedural complication due to the patient¿s tortuous anatomy. Therefore, an assignable cause procedural factors was assigned to the as analyzed events 'nv - guidewire broken/fractured', 'nv - guidewire kinked/bent¿, ¿nv - guidewire difficult to advance' and to as reported event 'nv - guidewire difficult to advance'. The device investigation also revealed that the guidewire ptfe coating appeared to have been scraped off the guidewire and compressed with the torque device collet and/or the introducer. Since the device for use (dfu) instructs the user to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e. Core wire abrasion/peeling of ptfe, etc.)", a probable cause of 'use error' it likely the root cause; however, since the torque device collet was not returned for evaluation, an assignable cause code of 'undeterminable' has been assigned to the as analyzed 'nv - guidewire ptfe coating peeling' and the as analyzed 'nv - guidewire deformed'.

Event description:
Analysis of the returned device found that the guidewire was broken and the ptfe (polytetrafluoroethylene) coating was peeled off. There was no clinical consequence to the patient as a result of this event.